Manufacturer narrative:
Technician found the casters were worn. He replaced all four casters to repair the stretcher.

Event description:
The account alleged when the brakes are set and the unit gets pushed, the casters will wobble side to side.